Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse inspected instrument, cleaned and lubricated the large and small syringe drive screws and the y guide rods in order to resolve the reported issue. The customer cleaned and lubed the z guide rod and lead screw. Fse completed quality control run successfully, and also ran over 40 patient samples without errors. On 03jan2018, fse followed up and the customer confirmed the instrument was functioning without errors. The g8 instrument is performing within specifications. A 13 month complaint history review and service history review for similar complaints was performed for the serial (B)(4) from 02dec2017 through (B)(6) 2018. There were no similar complaints identified during the search period. The g8 operator's manual under chapter 6- assembly and disassembly (machinery), section 6.18.2 states that if dust or dirt is present on the y axis shaft, wipe the shaft with a cloth dampened with permeating lubricant crc-556. (Part no. 8684) the g8 operator's manual under chapter 6 - troubleshooting, indicates that 706 syringe-l error message is generated when an operation error occurs with the syringe-l. The operator is instructed to inspect the syringe-l. And 710 z1-axis error is generated when an operator error occurs with the z1-axis. Operator is instructed to inspect the z1-axis. The most probable cause of the reported issue was dirty syringe drive screws and guide rods.

Event description:
On (B)(6) 2018, customer reported getting 710 z1-axis and 706 syringe-l error messages on the g8 instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. The 13-month review in the initial MDR incorrectly was incorrectly documented. It should have stated: a 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 02dec2016 through 02jan2018. There were no similar complaints identified during the search period.